Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified device was underweight, crease fold and opening on posterior. A visual and microscopic analysis was performed which identified sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "mental confusion", "falls", "broken bones and ribs", "joint pain", "vitamin b12 and vitamin d deficiency"; these events are not device related. Healthcare professional reported right side "possible rupture" and "voluntary recall." Device has been explanted and replaced.